Event description:
Pt with prior history of myocardial infarct experienced worsening shortness of breath for 2 days prior to admission and arrived from another hospital with multiple dysrhythmias. Their whole left coronary system had been shut down for a period of time with significant damage to their left ventricular wall. The treating physician used the pronto extraction catheter to remove thrombus from two branches of the lad system. During a third pass of the pronto extraction catheter to the distal lad, the pt experienced a bradycardic episode. The catheter was removed immediately; however the pt did not recover from the bradycardic episode and expired. According to the treating physician, bradycardic episodes are not typically associated with interventions on the left coronary system unless the feed to the sa and av node is filling from the left system. Since the pt was not experiencing bradycardia upon admit in association with a large thrombus load in their left coronary system, it is unlikely that their bradycardia was attributable to the use of the pronto extraction catheter.